Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.